Event description:
The physician successfully deployed a 3.0mm diameter x 24mm length driver rapid exchange (rx) stent overlapping the distal side of a previously deployed non-medtronic stent at the second right posterior lateral. Approx 10 days later, the pt developed chest pain during hospitalization. A cag confirmed a thrombus at the proximal edge of another previously deployed non-medtronic stent at the mid left anterior descending and to the inside of the medtronic stent deployed at the second right posterior lateral. Poba was performed to regain blood flow, but it did not reach to timi3. The following day, the pt passed away due to cardiac failure.

Manufacturer narrative:
(B)(4).